Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they she has a partial display. Her blood glucose is unknown. She said that sometimes the back light turns grey and that her pump¿s screen fades. The customer also mentions that when she presses a button again, the display returns as a faded screen. She has not received and alarms and is not sure why this is occurring. The pump will be returning for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for a day and no missing segments or display anomaly was noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window